Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported the the package of the bd 5ml syringe slip tip with bd precisionglide¿ needle 22g 1 1/4 was broken. The following information was provided by the initial reporter: the outer packaging of a sterile single-use syringe was found to be broken while preparing for the care of the child.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 301942 and lot number 2105195. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical nor picture samples were available for this issue, a thorough sample analysis could not be completed. The packaging material is designed to resist normal conditions of transport and storage. Based on the investigation results, an exact cause could not be determined for this issue, but it is most likely that the damage resulted from an error in transport or storage post-production.

Event description:
It was reported the package of the bd 5ml syringe slip tip with bd precisionglide¿ needle 22g 1 1/4 was broken. The following information was provided by the initial reporter: the outer packaging of a sterile single-use syringe was found to be broken while preparing for the care of the child.